Event description:
The pt was implanted with a synchromed pump and catheter in 1996 for intrathecal infusion of lioresal for intractable spasticity. In 1998, the pt underwent pump explantation after the hcp determined the pump had stopped. The device was returned to the MFR for analysis. The pt underwent implantation of another synchromed pump in 1998.